Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during after nissen fundoplication, appears that one of the clips was displaced but others were remain implanted in place. Patient subsequently required significant interventions including replacement of blood products and ICU level of care following procedure.